Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that he had low blood glucose but not hospitalized. Customer's blood glucose was 40 mg/dl. The customer was experiencing low blood glucose for the past 4 to 5 weeks. Customer did not to troubleshoot further and they want the device replaced. The customer was advised that the device would be replaced. The customer was advised to revert to a backup plan.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.